Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; fracture at the notched feature intended for locking with the broach handle. Fracture is consistent with a fatigue failure due bending loading in the lateral to medial direction. The date code pg0410 indicates the instrument was manufactured in april of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Broken broach was found when opening instruments to prepare for a case. No surgical delay. Follow-up information received from sales rep (telephone call) explained the breakage - the piece on top of the broach was broken-where broach handle goes in to lock onto broach.